Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, the first revision was done on (B)(6) 2024. The revision surgery was performed because of just loosening due to infection. Ulnar stem remained intact since first surgery. No further information was provided.